Event description:
It was reported that there is a flat line with constant alarm. No additional information is available.

Manufacturer narrative:
Other, other text: b3 date of event is unknown. No information received to date. One device was received for investigation with the right plunger cracked and the battery missing. The device was functionally tested. Upon power up, the there was a blank screen and continuous alarm. The complaint is confirmed. This was caused by the incomplete upload process from the customer. Once this was completed the device passed all functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.